Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought that the fill estimate was incorrect. After troubleshooting with tandem technical support, it was shown that the pump was operating correctly. The customer acknowledged the information. The customer's blood glucose (bg) level was 249 mg/dl the ketone level was large. An insulin injection was administered to address the bg level.